Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: release to warehouse date: december 14, 2011 - supplier: (B)(4)/ packaged by: (B)(4) no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that tip of a holding sleeve standard for matrix screwdriver broke as a surgeon was attempting to insert a screw during a procedure on (B)(6) 2016. The fragmented tip became stuck in the screw head. An alternate screw and driver were available for use. The procedure was completed successfully with a five (5) minute delay. No reported patient harm. Concomitant device(s) reported: matrix polyaxial screw (part: 04.632.745s, lot: 9297263, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (holding sleeve-standard for matrix, part number 03.632.001, lot number 6703421). The subject device was received for investigation with the complaint that the subject device broke during screw insertion; the fragment was retained by the screw which needed to be removed and replaced. The procedure was able to be completed with an alternate holding sleeve and screw after a five minute surgical delay; no reported patient harm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve (03.632.001) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip of the device was broken (approximately 6.5mm x 3.5mm x 1.5mm ¿ calipers ca94). The fragment was found to be retained by the returned polyaxial screw (04.632.745 lot 7753382). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. A matrix polyaxial screw part number 04.632.745s, lot number 9297263 was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint conditions. Changes during april 2011 were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes (date of manufacture 14-dec-2011). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.